Event description:
The following has been reported: biomed reported: "pump not turning on blank screen will start flashing red after powering up, tried 2 different power supplies no known patient injury." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for electrical hardware failure. Device was powered on and the screen failed to display any image. The device was alarming and a red alarm was present. The device was opened to inspect for internal damage. Damage was identified on one of the screw mounts of the rear housing. One of the screw mounts of the pneumatic plate is cracked. A crack was also identified on the retaining plate near the lever arm. Multiple screw mounts on the front housing are damaged.